Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that the outer insulation of the lead was observed to have blood ingression. The analyst commented that the insulation breach did contribute to the complaint of high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead implanted: (B)(6) 2010; 8042b ipg implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the rv lead was inactivated before subsequently being explanted and replaced, and the lv lead was explanted and replaced at a later date.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds, high and rising impedance, and a possible fracture. The lead was explanted and replaced. Additionally, the right ventricular (rv) lead was explanted and replaced due to high impedance, rising thresholds and a possible fracture. No patient complications have been reported as a result of this event.